Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR and to provide the completed investigation results. One 6fr angio-seal vip device was return for product evaluation. The device was returned with the carrier tube assembly, guidewire, arteriotomy locator and bypass tube. Poly-foil pouch was not returned for analysis. Visual inspection revealed that the anchor was out of the bypass tube. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end was measured and found to be 0.108" and which was within the specification of 0.109" +0.002/-0.003. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.317" and which was within the specification of 0.316" +0.005/-0.005. All measurements meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Past complaint records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor unpacked an angio-seal device and found that the anchor was not in the right place. The anchor was out of the bypass tube. The doctor used a new angio-seal device to complete the surgery. The patient condition was stable. The procedure outcome was successful. There were no other devices or equipment used with the angio-seal device. Additional information was received january 7, 2019: the procedure was a pta (percutaneous transluminal angioplasty). The sheath size was 6 fr. There was a pre deployment angiogram performed.